Manufacturer narrative:
This device is being reported from a literature article. No device(s) have been returned. No product analysis has been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The occurrence of false negatives in several cases were referenced in the retrospective case study article published in, ¿the laryngoscope¿ [laryngoscope, 127:280-286, january 2017] titled ¿intraoperative electrophysiologic monitoring of the recurrent laryngeal nerve during thyroid and parathyroid surgery: experience with 1,381 nerves at risk¿ by gregory w. Randolph, md, facs, face and dipti kamani, md. The article discusses the electrophysiologic responses of 1,381 recurrent laryngeal nerves (rln) during monitored neck surgery, which were recorded and reviewed. There were no unique case, patient, or device identifiers (no model, serial, or lot numbers) referenced in the article. However, it was stated that there were no cases of permanent laryngeal paralysis and the rate of temporary rln paralysis was 0.7%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.